Manufacturer narrative:
During evaluation of the treatment tip, product support found damage to the tip membrane. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. No patient injury occurred. It is unknown how damage to the treatment tip occurred. The investigation is complete.

Manufacturer narrative:
The evaluation confirmed the broken tip membrane. At the time the tip was received it had been used for 758 reps, as reported. The tip passed flow, leak, and thermistor testing testing. The tip failed visual testing, and no functional test was performed due to the observation of dielectric breakdown. Additional investigation results are pending.

Event description:
A user facility in (B)(4) reported the thermage tip membrane broke during treatment, following 758 reps. No patient injury was reported.